Event description:
Dentist contacted ami and stated that the lingual bar broke out of the lower appliance. There was no harm to the patient.

Manufacturer narrative:
A new lower appliance was made. (B)(4).